Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, bolus wizard feature on the insulin pump has been acting up. Customer states each time he attempts to enter carbohydrates, the numbers ramp up or down without any input. Customer presses the esc to exit back, reattempts to enter carbohydrates, and anomaly persists. Customer stated that sometimes it responds properly. Customer's blood glucose was 13.2 mmol/l. Customer was advised the device needed to be replaced and he agreed to return it for analysis.